Manufacturer narrative:
(B)(4). Additional information provided by the surgeon: from the time the device was fired on the pulmonary artery to moving the patient to and from the or was 45 minutes. The surgeon stapled the pulmonary branch and then the stapled the bronchus and removed the lung. The surgeon did a leak test and used a sealant device; however, what kind is unknown. Surgeon then closed the patient. The staff started to extubate, then rolled the patient to the recovery bed and changed position of the patient from their side to their back. That is when they noticed blood in the chest tube. The patient was moved back to the or bed and opened and 1200cc of blood was removed. This all took about 45 minutes. When the patient was reopened, the staple line was intact. There was a small hematoma at the proximal edge of the staple line. The surgeon was able to control the bleeding with suture. The patient received a transfusion; however, the how many units are unknown. The patient is still in ICU. The surgeon feels that there will be nothing wrong found with the device. Also to be noted is that the surgeon tied other branches of the pulmonary artery and he remembers having the vessel bundle in the middle of the device and the lingular branches are what he stapled. At the original firing of the device, the staples were formed and after firing, there was no bleeding at staple line. The analysis results showed that the device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following response was received on 4/19/2011.the surgeon said that the patient is really doing well. He still believes the stapler worked fine, just not sure how a branch got missed by the stapler. He also said it was dry for at least 20 minutes before he closed, so very odd.

Event description:
It was reported that during a lobectomy procedure, the device was fired on the pulmonary artery and the device fired fine. The patient was closed and they were getting ready to move the patient from the o.r. When they noticed that there was blood in the chest tube. They re-opened the patient and the pulmonary artery was bleeding. The bleeding was controlled with sutures. It is unknown if the patient received any blood products. The patient is currently in ICU and stable. Additional information has been requested.